Event description:
A malfunction with code malf 12 was reported by the customer, and cts assisted them in resetting the pump; however, the malfunction code reoccurred after the reset. There was no adverse impact on the customer¿s blood glucose level. The customer was provided with a replacement pump by cts and will use mdi as a backup therapy to ensure continuous insulin delivery. They were instructed on various procedures, including putting the pump into storage mode, and agreed to return the faulty pump using a pre-paid label within ten days. The replacement pump comes with updated software, and training will be available through their source account.